Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the second inflation at 10 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient was good post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.